Event description:
This senior medical surveillance specialist spoke with the patient/layperson in 2010 regarding her complaint of inaccurately high blood glucose results at home and when compared to the hospital meter. The pt acknowledged that the onetouch ultra test strips used with her onetouch ultralink meter expired 10/2009, although never opened. The pt clarified and confirmed the following information for this specialist. The pt had two separate low blood glucose events one week ago. While asleep, the pt's husband noted she was "acting funny" and would not wake up. The pt does not know if he tested her; however, after her husband injected glucagon the pt felt better. The pt could not recall events before reportedly becoming low. A day later, the pt bolused insulin from her pump based upon a "high result" before going to bed; exact result not recalled. At 11 pm the same night the pt's husband noted she was sweating while sleeping. After testing her blood glucose and obtaining "38" mg/dl, he injected glucagon. The pt's husband then drove her to the hospital where she was admitted. By then it was early morning the next day. During hospitalization, the hcp elected to compare the ultralink to the hospital's meter and lab. Using blood from her finger, results on her meter were 197 and 213 mg/dl. Using venous blood, the hospital meter tested "26 and 31"; exact lab result not recalled. The pt had no symptoms and was given juice. The pt takes multiple anti-rejection medications six years post kidney transplant. The pt believes her hematocrit is normal. Because the pt alleged she took extra insulin based upon "inaccurately high blood glucose readings" that resulted in treatment and hospitalization for hypoglycemia, the complaint is reported. Again, the pt's test strips were expired which can affect one's blood glucose results. The meter was replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.